Manufacturer narrative:
The customer reported observing falsely depressed sodium (na) results for a patient sample while using the alinity c ict sample diluent, list number 07p53-20, lot number 46093un25. As part of troubleshooting the instrument performed an automatic repeat of the patient sample, using the same lot of reagents, generating acceptable results. The quality control (qc) results were within range at the time of testing. A review of trending data associated with the alinity c ict sample diluent, list number 07p53-20, lot number 46093un25 did not identify any trends. Labeling was reviewed and sufficiently addresses the customer¿s issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or alinity c ict sample diluent were identified.

Event description:
The customer observed a falsely depressed sodium result generated on an alinity c processing module for a 61-year-old female patient. Sid (B)(6) initial result = 111.1 mmol/l, repeat result = 144.1 mmol/l (reference range 137-145 mmol/l). There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed sodium result generated on an alinity c processing module for a 61-year-old female patient. Sid (B)(6) initial result = 111.1 mmol/l, repeat result = 144.1 mmol/l (reference range 137-145 mmol/l). There was no impact to patient management.